Manufacturer narrative:
Device 1 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that patient faced an infusion set cannula was bent event and losted 8 cannulas. In addition, patient had pain after removal of infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.